Event description:
The customer reported that a falsely elevated cardiac troponin I (ctni) result was obtained on a patient sample on a dimension exl 200 integrated chemistry system. The initial result was not reported to the physician(s). The sample was repeated twice on the same dimension exl 200 integrated chemistry system. The repeat results obtained were lower than the initial result and were considered correct. The repeat result of 0.0073 ng/ml was reported as correct result to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated ctni result.

Manufacturer narrative:
An outside of the united states (ous) customer contacted the siemens customer care center (ccc) regarding a falsely elevated cardiac troponin I (ctni) result obtained on a patient sample on a dimension exl 200 integrated chemistry system. Siemens reviewed the luminescent oxygen channeling immunoassay (loci) module data and no malfunctions were identified. A siemens customer service engineer (cse) was dispatched to the customer's site. During the visit, the cse inspected the system and examined the sampler, reagent 2 (r2) tubing, syringes, and ultrasonics in diagnostics, and found no issues. Then, the cse replaced the sample probe, r2 probe & tubing, ultrasonic head, and syringe seals, followed by cleaning the r2 wash station, vessel bin, and heterogeneous module (hm) incubation ring and performed decontamination. Next, the cse checked the sample and reagent probe cleaner, confirming it was properly loaded and not expired. Further, the cse verified all related parts and system performance, and the customer ran quality control (qc), which recovered acceptably. Siemens further evaluated the event and determined that the malfunctioned sampler, r2 probes and tubing potentially contributed to the falsely elevated ctni result. The instrument was performing within specifications. No further evaluation of this device is required.